Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation the right ventricular (rv) lead thresholds were intermittent in one configuration, and there was no capture at maximum outputs in another configuration. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.